Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient's infusion set's tubing was detached at the cannula. The site location was patient's abdomen and the pump was on the same side of the set on the belt. Moreover, the infusion had been used for few hours or not used. Reportedly, the infusions were stored at room temperature in closet. There were no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
On 05-mar-2021: follow up information was submitted to update the awareness date. Also, visual inspection and tests for flow and leak were performed on the returned used devices (1 cannula and 1 cannula with introducer needle) which showed that visual test results were within specifications. Moreover, a visual inspection and click were performed on the returned unused device (1 set) which also showed that all test results were within specifications. Based on the result: medical device problem code, component code and type of investigation code were updated. Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient's infusion set's tubing was detached at the cannula. The site location was patient's abdomen and the pump was on the same side of the set on the belt. Moreover, the infusion had been used for few hours or not used. Reportedly, the infusions were stored at room temperature in closet. There were no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.